Event description:
The customer reported less than two milliliters of clear fluid leaked outside the instrument from the system's module involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted; no erroneous results were generated. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed white blood cell (wbc) vote-out and differential background error. The fse replaced the differential chamber, sampling line, differential line through pinch valve vl65, cleaned the wbc apertures and bleached the wbc bath to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Differential chamber. (B)(4).